Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-one similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -9.0 into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2020 the lens was explanted due to low vault. The cause of the event is reported as unknown.

Manufacturer narrative:
H3- device evaluation: lens was returned with moisture and residue/debris in a micro centrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).